Manufacturer narrative:
Pending evaluation. Concomitant medical products:¿ 300-01-09 stem; 320-38-00 reverse humeral liner; 320-10-00 reverse humeral tray; 320-15-01 reverse glenosphere baseplate.

Event description:
As reported, this 79 year old, female patient had a right side initial tsa on (B)(6) 2021. On (B)(6) 2022 the patient presented with an increase in pain 3 days after osteopathy therapy. Post-op x-ray shows the glenoid is low. No action was taken. Outcome: continuing. The case report form indicates this event is possibly related to devices and procedure.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.